Manufacturer narrative:
(B)(4).. Device had stripped battery cap coin slot (p).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s current blood glucose level was 48 mg/dl. The customer stated that they was unable to remove the battery cap on their insulin pump. The insulin pump will be returned for analysis.